Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a yellow alert posted to the latitude website for this right atrial (ra) lead indicating atrial automatic thresholds detected as programmed amplitude suspended. The ra thresholds have been high since implant, and not recording in latitude. It was advised that this ra lead had dislodged. Attempts to obtain additional information, have been unsuccessful. The ra lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that a yellow alert posted to the latitude website for this right atrial (ra) lead indicating atrial automatic thresholds detected as programmed amplitude suspended. The ra thresholds have been high since implant, and not recording in latitude. It was advised that this ra lead had dislodged. The ra lead remains implanted. No adverse patient effects were reported. New information was received indicating the ra lead dislodgement 8 months post implant. The p wave measurements dropped significantly with poor amplitude, impedance trends have changed (no measurements provided), and the thresholds have been unable to be measured. The ra lead will be explanted in the near future. At this time the ra lead remains implanted. No adverse patient effects were reported. New information was received that this ra lead was surgically explanted. Attempts to obtain current location of this ra lead have been unsuccessful. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.